Event description:
Information received indicates all of the casters will not hold when the brakes are applied.

Manufacturer narrative:
Technician found the caster supports were broken. He replaced the casters and the supports to repair the bed.